Event description:
Vbx stent deployed and with the target being the left external iliac, nevertheless, the stent separated from the balloon and the deploying system, and was left detached in the artery unexpanded. Another balloon was used, and it was stented on the left common iliac.